Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 213 mg/dl. Insulin was squirting out during the manual prime process. The customer was treating with manual injections. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. However, the insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had missing end cap sticker, cracked case at the reservoir tube window corners, broken reservoir tube lip, cracked case at the display window corners, cracked lcd window, cracked battery tube threads and minor scratches on the lcd window.